Event description:
Additional information received from a consumer (con) re-reported the patient had been to the emergency room seven times due to the pain pump failing to dispense morphine causing withdrawal symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown morphine drug (n/a mg/ml at n/a mg/day) and dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that the patient has been having a lot of problems with the pump shutting off and going into withdrawal symptoms. The first time the patient went through severe withdrawal symptoms was in (B)(6) 2023, but it worked fine for over a year after implant. The patient started feeling and having withdrawal symptoms of vomiting, diarrhea, metallic smell and taste of food, and extreme pain all over. The patient representative mentioned that they have taken the patient to the emergency room (ER) seven times at two different hospitals over the span of (B)(6) 2023 then stated 'in october he started feeling worse,' then stated that they have been to the ER from november until last friday, which was the final straw. The patient was going to have the pump explanted and inquired how the pump can be returned to mdt for analysis. However, it is going to take two-three more months before that will be done. The patient wanted to go back on orals and takes medication when they need it. The patient initially had dilaudid in the pump and in january it was switched to morphine. They have changed the concentration of morphine and 'made it thicker.' An agent reviewed explant process with caller and redirected the patient to a healthcare provider (hcp). The patient has an appointment with their doctors regarding explant 'one day next week.¿ the patient rep confirmed that they know what the alarm sounds like due to listening to them on the website but have never heard it from patient's pump.